Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the monopolar curved scissors (mcs) instrument was used for a surgical task. During instrument removal, the mcs tip cover accessory fell inside the patient's body. The entire mcs tip cover accessory was removed from the patient. The user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs tip cover was installed into the mcs instrument using an installation tool. No electrolube was used on the mcs instrument. The mcs tip cover was fully installed into the mcs instrument. No issue with mcs instrument functionality was confirmed during intraoperative use. The entire mcs tip cover was retrieved.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the mcs tip cover accessory fell inside the patient's body, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. Inspection found no physical damage and no signs of missing material. No product issue was identified. Issues related to instrument errors or complications using the product may be related to customer-induced problems, including misuse of the product. The complaint regarding reported failure was not confirmed by failure analysis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) instrument was used for a surgical task and during instrument removal, the mcs tip cover accessory fell inside the patient's body. The mcs tip cover accessory was retrieved during the same procedure. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.